Event description:
It was reported that the insulin pump's gauge displayed a different amount of insulin than expected, but this issue was not ongoing. There was no adverse impact on the customer's blood glucose level. The customer attempted to reload a cartridge multiple times without success and continued experiencing errors. Technical support educated the customer on cleaning the pump and ultimately decided to replace the pump. The customer will continue using their current pump while awaiting the replacement and was informed about returning the problematic pump and programming settings into the new device. The replacement pump was sent to the customer.